Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (left side), (B)(6) 2015(right side). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("he right tube does show focal perforation of the fallopian tube") in a 35 year-old female patient who had essure inserted (lot no. C40062) for female sterilisation. The patient had a medical history of endometriosis and hysteroscopy (hysteroscopy). Concurrent conditions were listed as endometrioma and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic-assisted tlh (total laparoscopic hysterectomy)). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2015 (left side), (B)(6) 2015(right side). Essure device deployed on the left. Right cornua not fully visualized procedure performed with 1% lidocaine infiltration. Patient tolerated procedure well for repeat procedure on the right tube on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: the uterus is pear-shaped and has bilateral attached fallopian tubes which appear unremarkable. The ovaries are not received. Each fallopian tube is 9 cm in length. Essure is documented present in both the right and left fallopian tubes. The left tube contains two coils without significant areas of erosion. The right tube does show focal perforation of the fallopian tube. The most recent follow-up information incorporated above includes data received on: 16-may-2022: medical record received. Events medical device removal replaced with fallopian tube perforation updated. Middle name added. Lot number added. Lab test added reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 35-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (left side), (B)(6) 2015(right side) . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('he right tube does show focal perforation of the fallopian tube') in a 35-year-old female patient who had essure (batch no. C40062) inserted for female sterilisation. The patient's medical history included hysteroscopy (hysteroscopy) and endometriosis. Concurrent conditions included pelvic pain female and endometrioma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted tlh (total laparoscopic hysterectomy)). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (left side), (B)(6) 2015(right side). Essure device deployed on the left. Right cornua not fully visualized procedure performed with 1% lidocaine infiltration. Patient tolerated procedure well for repeat procedure on the right tube on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: the uterus is pear-shaped and has bilateral attached fallopian tubes which appear unremarkable. The ovaries are not received. Each fallopian tube is 9 cm in length. Essure is documented present in both the right and left fallopian tubes. The left tube contains two coils without significant areas of erosion. The right tube does show focal perforation of the fallopian tube.. Lot number: c40062, manufacture date: 2014-04, and expiration date: 2017-04. . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.